Event description:
It was reported that an ilet pump¿s touchscreen cracked after being dropped onto its screen, rendering the device nonfunctional because the user could not slide to unlock; the device was also no longer watertight and was replaced. Symptoms included no change in blood glucose. Outcomes included replacement of the device and continued cgm use via the dexcom app or receiver, with the original device to be returned using a provided shipping label. Investigation included review of user report and confirmation of return logistics and packaging. Investigation of this case revealed device damage consistent with accidental physical impact to the touchscreen, with loss of functional touch input and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.